Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were .062 - .033 in length and not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a random check of instruments, the customer noted that the thoracic grasper instrument's insulation was damaged. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.